Manufacturer narrative:
The battery cap has not been requested for return at this time. The battery cap was original to the pump from august 2011 and was out of warranty at the time of the complaint. The user guide instructs the user to change the battery cap every three to six months. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) over 500mg/dl with extreme thirst and excess urination associated with a power issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and discontinued the pump. The pump reportedly had no power and the battery cap was unable to be tightened. The reporter stated that the battery cap threads were stripped and the battery cap's yellow o-ring was visible at the time of the power issue. The reporter noted that the battery cap had never been changed. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error, as the user guide instructs the user to change the battery cap every three to six months.